Event description:
It was reported that an arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, after device removal the sutures were not captured. A second proglide device was used to achieve hemostasis. A 6fr sheath was used to introduce the device into the artery. There was no reported clinically significant delay in the entire procedure. The physician is reported to be training in the use of the proglide device. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Best guess date of occurrence. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that both cuffs successfully captured the needles during the plunger deployment. However, the link was pulled from the swage end of the posterior cuff while retracting the needle plunger which subsequently resulted in a failure to retrieve the suture and could appear very similar to the reported cuff miss. The link pull suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. Contributing factors for the link pull during the suture retrieval process included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. However, the suture was returned intact and there was no indication that it was dragged through the device while retracting the needle plunger which could have contributed to the link pull. Also, there were no damages observed at the suture bearing to suggest that the suture or link was dragged through the suture bearing. During testing, the plunger was inserted and retracted successfully without any observable resistance. There were no reported challenging anatomical conditions which could have contributed to the link pull. Also, there was no information reported or definitive evidence in the evaluation of the returned device to suggest incorrect technique. There was no indication that the needle plunger was abruptly pulled out of the device after needle deployment which could cause the link to be pulled from the posterior cuff. Based on the reported information and the investigation findings, the probable cause for the link pull from the swage end of the posterior cuff could not be determined. No manufacturing or quality deficiency was detected. A query of the complaint database for this lot based on actual investigation findings revealed no other incidents that exhibited a link pull from the swage end of the posterior cuff as this incident. Overall, there does not appear to be any indication of a lot specific product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot.